Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces; unable to perform the displacement test due to no button response. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked reservoir tube and scratched reservoir tube window.

Event description:
It was reported the keypad was not responding. Customer stated the down button was not responding. Energizer batteries are used. Customer discontinued use of the device and reverted to back up plan. Customer's blood glucose was not provided. No further information reported.